Manufacturer narrative:
The device was replaced valve-in-valve and remains in the patient; it will not be made available for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observations.

Event description:
Medtronic received information that approximately (B)(6) years post implant of this bioprosthetic pulmonic valved conduit in the tricuspid position in a pediatric patient, this device was replaced, with a tube graft and transcatheter pulmonic valve, placed valve-in-valve, due to stenosis. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: because the valve had been implanted for more than 7 years, it is very unlikely that the reported stenosis is due to any potential manufacturing issue. Without the return of the product specimen for device evaluation, a root cause of the issues could not be determined. This investigation found no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.